Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The peritonitis was manifested by turbid effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, frequencies, routes, and durations were not reported) for peritonitis. While no breach in aseptic technique was reported, the patient was retrained on "prevention and caution of peritonitis". Dianeal therapy remained ongoing. At the time of this report, the effluent was clear and the patient was recovering from the peritonitis event. No additional information is available.